Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the sheath was inserted into the pts' femoral artery. The md was unable to advance the iab through the sheath. The membrane ultimately unwrapped requiring the staff to prepare another iab for insertion. There was a five minute delay in therapy and per the cath lab there was no harm to the pt. The md was able to insert the second iab successfully through the same sheath as the first iab insertion attempt. Additional info received on 5/11/2010 from the sale rep stated that the md did not remove the sheath, he used it to insert the second iab.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.